Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 14. Details of surgery: primary stability not achieved and sinus augmentation. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type IV and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.